Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the hospital have taken her off the insulin pump temporarily. The customer had only been on the device for a few weeks and was hospitalized with high blood glucose and ketones. The blood glucose reading was 19mmol/l, but the customer had ketones of 4. It was stated that the customer left the hospital the next day. The cause of the customer's high glucose level was a severe ear and throat infection. No further information was provided.